Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer experienced an issue with a trellis device. The customer reports the proximal balloon on the trellis catheter deflated during the first run in the femoral vein. The balloon did not appear over-inflated. The physician removed the device and completed the case with a second device.